Event description:
Same case as MFR#: 2134265-2010-01347. It was reported that during an unspecified procedure there were withdrawal difficulties. As the physician was removing the 1.50x15mm apex push balloon it stuck on the mailman wire while inside the wiseguide guide catheter. The balloon and the wire were both successfully removed as one unit. The physician rewired with a non bsc wire and completed the procedure with a 2.0x20 apex balloon. The patient status is listed as ok with no complications reported.

Event description:
Same case as MFR#: 2134265-2010-01347. It was reported that during an unspecified procedure there were withdrawal difficulties. As the physician was removing the 1.50x15mm apex push balloon it stuck on the mailman wire while inside the wiseguide guide catheter. The balloon and the wire were both successfully removed as one unit. The physician rewired with a non bsc wire and completed the procedure with a 2.0x20 apex balloon. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: there was dried blood inside the shaft. A guidewire was protruding approximately 56.0 cm from the hub/manifold of the device, as-received. The guidewire was not protruding from the distal tip of the catheter and it was not possible to dislodge the wire from the lumen of the catheter or determine how far it extended into the catheter. An inspection of the hub/manifold revealed that the proximal end of the inner shaft was appropriately positioned and attached. It was also noted that the middle of the balloon was bunched up. Examination of the material surrounding the bunched up balloon did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. It is possible that the balloon damage resulted from withdrawal through the guide catheter and the catheter became stuck on the wire due to coagulated blood on the exterior of the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)